Event description:
Plif (posterior lumbar interbody fusion) l4/l5 without lt cage. Heterotopic bone growth. Arachnoiditis worsened, unretractable pain with chronic, severe cramping in back, hips, buttocks and legs. Peripheral neuropathy in both feet. Hypotonic neurogenic bladder requiring self-catheterization 4 times daily. All 10 toe nails are thickened due to underlying peripheral neuropathy; unable to sit for more than 10 minutes due to pain and peripheral neuropathy and unable to drive a care since surgery for same reason.